Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a series of events after refilling an insulin cartridge instead of performing a full supply change. Later, the patient noted a high blood glucose reading with a double arrows up alert and discovered that the refilled cartridge was leaking. A proper supply change was then completed. While waiting for blood glucose levels to decrease, the device delivered elevated basal rates, resulting in 17 units of insulin on board. The patient disconnected from the device and consumed food to balance the insulin on board. At the time of reporting, blood glucose levels were 137 mg/dl and trending downward. The patient questioned why the device allowed such a high insulin delivery and suggested a cap for insulin on board. Report logs were synced and the case was escalated for further review. Blood glucose levels were high for approximately 8.5 hours, were corrected with meal announcements and corrective algorithms, and no outside assistance or medical intervention was required. The patient experienced symptoms of feeling unwell due to elevated blood glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.